Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for pe post filter deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The status of the patient is unknown. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and due to back surgery. At some time post filter deployment, it was alleged that the patient had a bilateral pe. Furthermore, the patient experienced deep vein thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. On an unknown date the patient had an unknown inferior vena cava filter deployed at the time of back surgery and was later retrieved. Records and implant information for this surgery were not provided for review. The patient had a history of anticoagulation therapy noncompliance. The patient underwent deployment of an inferior vena cava filter for prophylaxis for upcoming back surgery. Placement was via the right femoral vein and left of the left renal vein. The inferior vena cava measured 19.89 mm in diameter. Approximately eleven months later, the patient developed deep vein thrombosis. Approximately two years and four months post filter deployment, the patient presented with shortness of breath and chest pain. Cta revealed bilateral pulmonary embolism. The patient had a history of deep vein thrombosis of the lower extremities. The patient was counseled to leave the inferior vena cava filter in place for prevention of massive thrombus from the lower extremities. The current condition of the patient and that of the filter are unknown. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years and four months post filter deployment , the patient presented with shortness of breath and chest pain. Cta revealed bilateral pulmonary embolism. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. The investigation is inconclusive for any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Outcomes attributed to adv. Ev.), (expiry date: 11/2016), (manufacturing date: 11/2013).